Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported phenomenon ¿power switch is stuck at on position¿ occurred because the power supply function did not work properly due to the installation of the old version power switch. The event can be detected/prevented by following the instructions for use which state: "[warning] non-olympus equipment can cause instability of the automatic brightness adjustment". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found the old version of the main switch stuck in the on position. Additionally, it was found that there was a non-olympus lamp, and there were minor bents on the top cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii xenon light source power switch could not be turned off (the power button was broken and stuck on). The issue was found during preparation for use. The endoscopy procedure was completed with the same set of equipment. There were no reports of patient harm.